Manufacturer narrative:
Visual inspection and functional testing was performed on twenty three samples returned in unused conditions with its original packaging. The samples do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. Leak testing on the units received were performed and the twenty three sample units were tested and did not fail the 6 psi and 45 psi leak test. Of the twenty-three (23) samples tested, no leakages were detected. The complaint is not confirmed. A device history review (DHR) was conducted which indicated all inspections were completed and no issues were noted during manufacture. No root cause could be determined since the complaint was not confirmed. No actions taken were performed since the complaint was not confirmed.

Event description:
It was reported that the customer has been noticing many 100ml cassettes leaking from the same lot. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0104411 is no longer considered reportable, please disregard any MDR reports associated with it.